Event description:
It was reported the patient's programmer displayed a "in the box icon" and was unable to adjust the patient's stimulation. It was noted the "ins (implantable neurostimulator) in the box icon" was observed on the morning of the report. It was noted the patient "never received more than two coupling bars" and "used the antenna locate feature often," including the weekend prior to report. The patient was redirected to their health care provider (hcp). Additional information stated the patient's recharger screen was "unresponsive." It was noted the "ins out of the box screen" followed the use of the antenna locate feature. It was further noted the antenna locate feature was used for every charging session. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).